Event description:
It was reported that when using the bd pyxis¿ es server, the single patient was not crossing over, and two patients were showing in the same room. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the single patient was not crossing over, and two patients were showing in the same room. A technical support specialist (tss) investigated the reported issue and identified that a database connectivity interruption had occurred over a defined period, which affected multiple servers and resulted in intermittent communication failures and delayed message processing. The tss determined that due to these connectivity disruptions, several messages were not processed in the correct sequence and were delayed until a later server restart, which caused out of order data updates such as patient information discrepancies. The tss compared the behavior with documented scenarios in relevant knowledge articles and verified that other affected servers were functioning correctly due to the presence of a monitoring utility. The tss observed that the impacted server did not have this monitoring utility installed, which contributed to the accumulation of unprocessed messages. The tss confirmed that the customer was in the process of implementing the required monitoring utility through a formal change process. The tss verified that the outage had been resolved and completed the investigation and then requested customer approval to proceed with case closure. The system functioned as intended after technical support specialist troubleshot the device.